Manufacturer narrative:
Findings: no stuck button alarms noted during testing. All buttons function properly; no damage to keypad traces and was not unlocked during visual inspection. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed stuck button. The customer was able to clear the alarm but it was recurring. Customer's blood glucose value was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and it has to be has to be replaced. The product will be returned for analysis.